Manufacturer narrative:
(B)(4). Initial date received by manufacturer was 12/04/2015, not 12/02/2015, as originally reported. Unique device identifier (UDI): (B)(4). Evaluation summary: the returned device analysis confirmed the reported evidence of a balloon rupture. A search of the complaint handling database was performed and other incidents were identified from this lot for issues related to balloon ruptures. While a search of the lot history record for this specific lot indicated other possibly related non-conformance records, based on an expanded investigation, a product issue possibly related to manufacturing was identified. Further assessment of this issue per site operating procedures was performed. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported that during a procedure of the mildly tortuous, eccentric, mildly calcified, 90% stenosed, de novo, mid left anterior descending (lad) artery, the 3.0 x 12 mm nc tenku balloon was used for post-dilatation when during the first inflation at 12 atmosphere (atm) the balloon ruptured. The device was removed without reported issue and a different nc tenku balloon was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.